Manufacturer narrative:
The pump was received with minor scratches on the display window and a broken reservoir tube lip. No damage on the belt clip slot was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the threading on the reservoir chamber was broken off; the customer was concerned that her reservoirs would fall out of her insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.